Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient had inaccurate cgm values 1 day after the sensor was inserted in the abdomen. The patient experienced weakness and sweating while lying on the bed. The cgm was reading 177 mg/dl and the blood glucose reading was 44 mg/dl. The wife called an ambulance, and they treated the patient with IV 10% hydrous dextrose 500 ml. The patient was discharged the same day. The patient rested and recovered. At the time of the report, the patient is doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.